Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that multiple communication failures occurred during a test performed by a company representative part of preventative maintenance.

Manufacturer narrative:
It was reported that multiple communication failures occurred during the scheduled maintenance. Event summary, device history record review and complaint history review did not identify contributing factors. The technical investigation confirmed that four errors occurred. Two were due to shared memory problems and two due to a known design defect. (B)(4).

Event description:
It was reported that multiple communication failures occurred during a test performed by a company representative part of preventative maintenance.